Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a charge circuit timeout and inactive charge circuit thirteen months after triggering recommended replacement time (rrt). At this time, the device remains in use. No patient complications have been reported as a result of this event.